Event description:
A (B)(6) old female patient's step-son contacted zoll customer support to report that the patient received a message to call for service. A review of the patient's download revealed can comm timeouts, abnormal shutdowns, and belt comm errors. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code, can comm timeouts) has been confirmed. Upon evaluation, the trunk cable connector was broken. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.